Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis final analysis found that a partial lead was returned. The outer insulation was fully breached at 4.5 cm to 5.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.